Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01064. This report is being submitted as additional information. The mobile power unit (mpu) serial number was not provided. Therefore, the device unique identifier (UDI), age of device, and manufacture date are unknown. Manufacturer's investigation conclusion: the mobile power unit (mpu) was not returned for analysis. The report of voltage issues on mpu support or mismatching the power cables of the system controller and mpu (black-to-white; white-to-black) could not be confirmed during the investigation. The log file captured multiple atypical low voltage advisory and low voltage hazard alarms which occurred on battery support. These alarms did not correspond to changing of power sources and many of them occurred while both batteries were connected. Additionally, voltage values captured for both power cables were atypical on both power module and battery support, indicating issues with both power cables. The alarms captured in the log file did not affect the controller's ability to support a pump at the set speed and none of the events suggested that the controller was operated on a mobile power unit at any time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in the clinic on (B)(6) 2018 with ongoing lvad alarms. The alarms would reportedly stop with manipulation of the lines, but it was unknown if the patient manipulated the power leads or the driveline. The lvad clinician observed low voltage alarms in the lvad history. The submitted log file was reviewed by a representative of technical services and revealed voltage issues while the lvad system was on mobile power unit (mpu) support. Per the representative, this could have been caused by mismatching the power cables of the system controller and mpu (black-to-white; white to black) or it could have been an issue with the system controller¿s power cable leads.